Event description:
It was reported that the patient presented remotely via merlin.net. The pulse generator exhibited intermittent ventricular undersensing. The device was reprogrammed. The patient was fine.

Manufacturer narrative:
.